Event description:
The customer called and reported the sensor was reading 180 points above blood glucose and went up to 500 mg/dl. It was stated the sensor readings triggered threshold suspend. Customer was receiving lost sensor and weak sensor alerts regularly, as well. Furthermore, customer mentioned being hospitalized for the last 90 days as of this report, due to low blood glucose. Troubleshooting was performed. It was advised the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.